Event description:
The patient reported that two months ago they changed v-go size when getting refills. The patient reported that the devices fall off easily when she goes outside and sweats a little bit and when she showers. No specific event dates or number of occurrences were reported. The patient reported that no devices are available for return for evaluation.